Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the mater and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ping meter read inaccurately high compared to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred on an unspecified date during (B)(6) 2016. At this time the patient obtained a blood glucose result of ¿460mg/dl¿ with the subject meter and ¿124mg/dl¿ on another device within 10-30 minutes of one another. The patient manages their diabetes with insulin pump therapy and stated that they took their normal dosage of insulin based on the alleged high subject meter result. The patient stated that within 30 minutes of this they developed the symptoms of ¿shakiness, headache and lightheaded¿ and then went on to ¿pass out.¿ in response to this the patient¿s partner (non-hcp) gave the patient orange juice and glucose tablets by means of treatment. The patient¿s partner also called the emergency medical services (ems) who took the patient in to the emergency room (e.r.). The only additional treatment the patient received in e.r was that they were given oxygen ¿to keep the patient¿s pulse up.¿ no further treatment was required at this stage. At the time of troubleshooting the cca noted that an approved sample site was used to obtain the alleged inaccurate results, the unit of measure was set correctly on the subject meter and the patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.